Event description:
It was reported that: "during intubation, the anesthesiologist, at the time of inflating the balloon of the tube, identifies the presence of leakage, pressure is not maintained, the tube is changed. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.